Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 5.8, reference: 3.0, mean: 4.1, confidence limits: 2.3 - 5.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported results from different dates of testing or across a wide window of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of these other reported results is appropriate. In-house therapeutic donor testing has been performed on reported lot 284358 on (B)(4) 2012. Results as follows: donor 1: inratio: 3.2, inratio: 3.2, inratio: 2.9, ref.: 2.93, bias threshold: 1.93 - 3.93, %cv: 5.59. Donor 2: inratio: 3.5, inratio: 3.6, inratio: 3.6, ref.: 3.60, bias threshold: 2.60 - 4.60, %cv: 1.62. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Several additional data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). No further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.2, lab: 2.4; date: (B)(6) 2012, lab: 2.3; date: (B)(6) 2012, inratio: 5.8, poc: 3.0. Great than 3 hours between testing. About 3 hours between testing. Therapeutic range 3-4.